Event description:
The customer reported that their quality controls were running out of range low for ion selective electrode (ise) sodium. The controls would then recover out of range high when the test was recalibrated. A physician called the laboratory on (B)(6) 2015 stating that he did not believed the ise sodium results for an unspecified number of patient samples. Data was provided for a total of 4 patient samples which had erroneous results that were reported outside of the laboratory. The first sample initially resulted as 131 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted as 139 mmol/l, which was believed to be correct. The second sample initially resulted as 133 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted as 140 mmol/l, which was believed to be correct. The third sample initially resulted as 133 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted as 139 mmol/l, which was believed to be correct. The fourth sample initially resulted as 129 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted as 137 mmol/l, which was believed to be correct. The patients were not adversely affected. The ise sodium electrode lot number and expiration date were asked for, but not provided. The field service representative could not determine a cause. He performed an alignment of all probes, replaced the reference electrode, and verified proper fluid flow in the ise. He noted that the sample probe did need alignment. He ran precision testing and replaced the bar code reader. After the service visit, the customer noted that the issue with the quality controls is still occurring, but this resolves after calibration.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information was requested for the investigation but was not provided.